Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5108754. The event description was: "bacterial infection due to soft contact lens wear from an improperly fit soft contact lens which was never prescribed to the patient. The patient reports wearing hubble contacts consistently over the past four years. By his report, he has not seen an eye care provider in over four years. The fellow eye has been blind for decades due to an unrelated injury. If he loses vision due to this infection, it has the potential to severely affect his quality of life and ability to work. FDA safety report ID# (B)(4).".